Event description:
It was reported that during the routine check of the external pulse generator (epg) the output and emergency mode were found to be out of specification. The epg was returned for service and repair. No patient involvement indicated.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The heart lead flex was out of electrical specification. Fluid ingress was also found on the heart lead flex and in the lower case where the heart lead flex was. The liquid crystal display (lcd) was missing segments, and the side bail covers were broken. The upper and lower cases, heart block, lead flex cover, heart wire contacts, and battery flex were contaminated. (B)(4).

Event description:
It was reported that during the routine check of the external pulse generator (epg), the output and emergency mode were found to be out of specification. The epg was returned for service and repair. There was no patient involvement.